Manufacturer narrative:
This report is submitted on may 28, 2020.

Event description:
Per the patient, a skin revision was performed on (B)(6) 2019 followed by an abutment change on (B)(6) 2019. The patient then experienced a loss of implant osseointegration on (B)(6) 2020.